Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies"), medical device removal ("essure has been removed") and intra-abdominal haemorrhage ("inner hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), adverse event ("ailments"), myalgia ("muscular pain"), fatigue ("chronic fatigue") and multiple allergies ("allergies"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, medical device removal, intra-abdominal haemorrhage, adverse event, myalgia, fatigue and multiple allergies outcome was unknown. The reporter provided no causality assessment for adverse event, ectopic pregnancy with contraceptive device, fatigue, intra-abdominal haemorrhage, medical device removal, multiple allergies and myalgia with essure. The reporter commented: report in lay press: essure was implanted to 800000 women, near to the 1 % (796) had reported to the regulatory authorities about unspecified secondary effects, essure has been removed from 354. Among listed ailments were muscular pain, chronic fatigue, inner hemorrhages, ectopic pregnancies or allergies. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-may-2018 for the following meddra preferred terms: ectopic pregnancy with contraceptive device: the analysis in the global safety database revealed 342 cases. Medical device removal: the analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies"), medical device removal ("essure has been removed"), intra-abdominal haemorrhage ("inner hemorrhages") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adverse event ("ailments"), myalgia ("muscular pain"), fatigue ("chronic fatigue"), multiple allergies ("allergies"), inflammation ("inflammation"), pelvic pain ("pelvic pain"), back pain ("lumbar pain"), pain in extremity ("leg pain"), headache ("headache"), metrorrhagia ("bleeding between menstrual periods"), amenorrhoea ("absence of menstruation during months"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, medical device removal, intra-abdominal haemorrhage, genital haemorrhage, adverse event, myalgia, fatigue, multiple allergies, inflammation, pelvic pain, back pain, pain in extremity, headache, metrorrhagia, amenorrhoea, alopecia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for adverse event, alopecia, amenorrhoea, back pain, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, intra-abdominal haemorrhage, medical device removal, metrorrhagia, multiple allergies, myalgia, pain in extremity and pelvic pain with essure. The reporter commented: report in lay press: essure was implanted to 800000 women, near to the 1 % (796) had reported to the regulatory authorities about unspecified secondary effects, essure has been removed from 354. Among listed ailments were muscular pain, chronic fatigue, inner hemorrhages, ectopic pregnancies or allergies. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-may-2018 for the following meddra preferred terms: ectopic pregnancy with contraceptive device: the analysis in the global safety database revealed 342 cases. Medical device removal: the analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 17-may-2018: since 2014, several women started reporting adverse effects including inflammation, pelvic pain, lumbar pain, leg pain, headache, chronic fatigue, complications such hemorrhages, bleeding between menstrual periods, absence of menstruation during months, hair loss and allergic reactions (new events added). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.